Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. Poor marking and tissue capture was experienced. The device was exchanged for a second device, and a successful closure. The pt later complained of pain down the front of the right leg. Investigation showed that the right femoral artery was occluded. The pt was taken to surgery and a thrombus was found occluding the artery. Some irritation to the posterior wall was noted, as was the presence of stitches from some of the previous procedures. The surgeon also noted that the artery was approximately 30% diseased. A patch was placed to repair the vessel. Field note indicates that the surgeon does not believe the device caused the thrombus and that he also spoke with the pt about the various factors that may contibute to thrombus formation. Notes from the field indicate that the first device was overinserted.